Event description:
It was reported the patient was having recurring bladder infections. The doctor¿s office was reporting that there was a correlation between when the patient¿s other neurostimulation device was on and when the patient got these infections. It was noted the patient had other health issues. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).